Manufacturer narrative:
The device was not returned to olympus for evaluation; therefore, the customer's allegation could not be confirmed. The third party investigation findings are as follows: there was low frequency resistance on the input part of the electrical power supply, the angulation in the "up, down and right" directions were out of standard, the bandages had glue peeling, and the bending section cover had some type of stress, stretching, scratches or damage. The investigation is ongoing. A supplemental report will be submitted if any additional information si provided by the user facility.

Event description:
The customer reported to olympus that the oes colonofiberscope had a leaking bending section cover at the distal end and "backlash". The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
The customer clarified that the "backlash" issue was an air leak of rubber of the distal end, abnormal corner of distal end.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the water leaking from the bending section cover and abnormality at the end of the tip likely occurred due to a significant deterioration of the equipment over time or improper repair. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: inspection of the endoscopic image, chapter 5-6, 7-2. Olympus will continue to monitor field performance for this device.